Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath was selected for use. A non-bsc mapping catheter, and farawave catheter for ablation were used. Pulled farawave to remap with mapping catheter; while attempting to aspirate the sheath with the mapping catheter inserted physician observed air ingress. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and a kink was seen near the distal tip of the sheath. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. The kink observed at the tip of the sheath is considered unrelated to the air seen in the sheath. Additionally, because no kink was mentioned at the time of the event the most likely cause is considered to have been related to the transport or storage of the sheath after the procedure.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath was selected for use. A non-bsc mapping catheter, and farawave catheter for ablation were used. Pulled farawave to remap with mapping catheter; while attempting to aspirate the sheath with the mapping catheter inserted physician observed air ingress. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific post market laboratory where it's waiting for analysis.